Manufacturer narrative:
Pending evaluation.

Event description:
As reported, (B)(6) y/o female, who is approximately 13 years postop, has been experiencing progressive glenoid loosening with increased pain over since late 2019. Patient has history of rheumatoid arthritis. Subject is too frail for revision. The patient will continue to be followed by the study.

Manufacturer narrative:
Catalog number: 314-02-04, serial number: (B)(4), expiration date: 10-dec-2009, unique identifier (UDI) #: (B)(4). Concomitant device(s): 310-01-44, 1045870, equinoxe, humeral head short, 44mm (alpha) PMA/510(k)number: k042021. The aseptic (non-infected) glenoid loosening reported may have be the result of a deterioration of the bond between the bone and implant that continues to progress and lead to pain as the devices are still implanted. However, this cannot be confirmed as the device was not available for evaluation. Device manufacture date: 13-dec-2004.